Event description:
The catheter was inserted on (B)(6) 2010. On (B)(6) 2011, the nurse found blood leaking (less than 1 ml) from the catheter. The catheter was removed immediately.

Manufacturer narrative:
Results of device eval will be filed in a supplemental report when sample is received.